Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device had the following malfunctions during preparation for use. Nothing was displayed on the touch panel of the subject device and even after switching off the subject device and changing to another operation tower, there was no display in the touch panel of the subject device. The color bars were appeared on the subject device image when the camera head was connected to the subject device. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was inspected at olympus india. It could not duplicate the reported phenomena which the touch panel did not display and color bar appeared on the image. The subject device was under observation for seven days but the touch panel had been working. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root causes of the reported phenomena could not be identified. [Consideration: probable cause] since it was not duplicated the reported phenomena by the inspection of olympus india and there was no report of damage to related parts for those failure, the causes of these phenomena couldn't judge. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The investigation has been completed. During the device evaluation, the number of rotations of the fan were found incorrect. The problem was found during the fan speed check parameter, this was due to a defective lamp fan. The portable memory was not working due to a defect in the universal serial bus (usb) wire. No signs of physical damage was found on the usb port. Customer problem of touch display blank issue & displays color bar was not found. The unit was under observation for seven days & the touch display was found working okay. Olympus will continue to monitor the field performance of this device.